Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The pump passed the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test, and rewind. They were unable to perform the occlusion test and no delivery test due to a prime anomaly. The pump had a cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose readings of 12-15 mmol/l. Customer stated that the insulin pump was dropped. Customer stated that the drive support cap does not appear to be damaged. Customer stated that insulin exits the tubing. Troubleshooting was performed but customer insisted on a replacement pump. Customer was advised to contact their health care professional if no reason was found. Customer was asked verbally and in written form to return the pump for analysis. Customer was advised that a replacement will be sent.